Event description:
The customer contact reported a separation. The customer contact reported that prior to patient use, when opening the package, it was noted that the female adapter of the tubing set was missing. Additionally it was reported that the edge was clean and no other physical defects were noted. No specific details were provided. The tubing set was replaced and the therapy was initiated. There were no reports of adverse patient effects and no reports of delay in therapy critical to the patient. No medical interventions were reported. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.